Manufacturer narrative:
Concomitant medical products received on: 30sep2019. Investigation-evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The visual inspection of the complaint device showed slight biomatter, but no additional damage was noted. A leak test was completed to confirm the presence of a leak at the hub, and leakage at the luer connector was confirmed. After examining the leakage, a crack was noted on the device¿s luer connector, in line with the suture hole and along the gate. Dimensions deemed relevant to the reported failure mode were analyzed and determined that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) was reviewed. The DHR for the complaint lot and related subassembly lots records one non-conformances relevant to the failure mode. The product goes through a 100% inspection for the reported nonconformance, and all nonconforming product was scrapped, thus there is no evidence suggesting that nonconforming product from this lot exists in house. A database search for complaints on the reported lot found one additional complaint from the field, which was opened to address the replacement catheter from the same patient/procedure. Due to this, there is no evidence suggesting that nonconforming product from this lot exists in the field. Also, the instructions for use were reviewed. The instructions supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. It is possible that excessive forces were applied to the hub while connecting attachments to it, but at this time this cannot be confirmed. Based on the information provided and inspection of the returned product cook concluded a component failure without design or manufacturing deficiency contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: supply manager/coordinator. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a nephrostomy tube exchange procedure. Within twenty-four hours after placement, the device leaked at the luer lock connection. The device was replaced with another device of the same lot and rpn. As reported, this device also leaked at the luer lock connection. The device was replaced with a third similar device to complete the procedure. No other adverse effects were reported for this incident. The first incident of leakage is recorded under the medwatch report with patient identifier (B)(6). (This report). The second incident of leakage is recorded under the medwatch report #1820334-2019-02428.